Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that an unknown object was found in the device. The target lesion was located in the carotid artery. A 190cm filterwire ez was selected for use. During the procedure, it was noted that there was an unknown object found in the filter when flushed. The procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The wire returned inside the delivery sheath and the filter bag came back in undeployed state. The spring tip was observed bent. No issues or anomalies were observed; moreover, the device does not present any unknown object. Under microscope inspection, the filter and distal section were inspected and no foreign material were observed. The spring tip was observed bent. Sheathing/unsheathing test was performed and the filter bag can be retracted/deployed by normal way.

Event description:
It was reported that an unknown object was found in the device. The target lesion was located in the carotid artery. A 190cm filterwire ez was selected for use. During the procedure, it was noted that there was an unknown object found in the filter when flushed. The procedure was completed with another of the same device. There were no complications reported.